Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).

Manufacturer narrative:
Patient information unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.0/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angels and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, with 12.1mm lens, vault got reduced and patient is doing fine.